Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the latch delays unlocking and clicks while recovering. The field service engineer cleaned, checked all connections and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the remote manager was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.